Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is due to a failed flowmeter. During evaluation, it was confirmed that the flowmeter was found sticking. Flowmeter was replaced. The arctic sun 5000 passed all performance testing, calibration and electrical safety tests and is functioning properly and ready for use. The instructions-for-use are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. A DHR is not required as the device has undergone previous servicing and therefore the reported issue is not manufacturing related. Based on the results of the investigation, no additional actions can be taken. All available UDI information is being provided. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device keeps alerting patient line open and low flow. They have already tried disconnecting and reconnecting the pads multiple times with no success. Water flow rate (wfr) was 0 l/m. 4 pads connected, patient temperature (pt) was 36.5c, targeted temperature (tt) was 36c. Walked through stop therapy, empty pads and disconnect. Placed device in manual control at 10c. System diagnostics, chiller temperature (t4) was 6c, water flow rate (wfr) was 1.8 l/m, inlet pressure (ip) was -7.7 psi, circulation pump command (cpc) was 86 percentage, mixing pump command (mpc) was 26 percentage, heater command (hc) was 0, water reservoir level (wrl) was 4, system hours were 12800.4, pump hours were 11631.8. Added pads back in manual control chiller temperature (t4) was 13.2c, water flow rate (wfr) was 3.1 l/m, inlet pressure (ip) was -7.7 psi, circulation pump command (cpc) was 100 percentage, mixing pump command (mpc) was 100 percentage, heater command (hc) was 0. Disabled manual control and restarted therapy with pads connected. Water flow rate (wfr) was dropped to 0 l/m and device began alerting low flow. Advised to swap out. (B)(6) per review of wo, biomed stated that the nurse was having flow issues, they described that the water only flows through the upper torso pads and not the lower thigh pads, they stated that they think something was wrong with the pump. Per follow up information received via phone on 10jun2025, spoke with biomed who stated this device was still unrepaired in the workshop. They have a part source pump available, but with the device's high hours it will need a full package repair. They will contact technical support with their decision. Per sample evaluation results on 15aug2025, tank seals lifting from the tank. Chiller molded tube had small holes when removed. Flowmeter impeller was found to be sticking.